Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
A laser vision correction patient was presented with epithelial ingrowth and central micro striae on the left (os) eye on a post-up exam. A description of the event indicated on a 3-day post up exam, epithelial ingrowth was present and topical steroids were increased. At a 3-week post op exam, central micro striae were presented on the os and it was noted the patient has a history of epithelial ingrowth. The patient¿s chief complaint was of blurred vision. The symptoms were treated with increasing the pred forte (topical steroids). It was stated that the patient had no loss of best corrected visual acuity (bcva). Bcva from (B)(6) 2019: right eye pre-op was 20/20 -5.00 x .00 x 90, left eye pre-op was 20/20 -5.25 x -1.00 x 80. Bcva from (B)(6) 2020: right eye post-op was 20/15 .00 x .00 x 90, left eye post-op was 20/20 1.50 x -.75 x 155. Vasc from (B)(6) 2020: left eye post-op was 20/40.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.